Manufacturer narrative:
A steris service technician arrived onsite and found that the view port for the steam generator had become damaged allowing the water to leak and the reported event to occur. The technician replaced the view port. Once the unit is re-installed; the unit will be placed back in service. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that water was leaking from their amsco 400 sterilizer. No report of injury.

Manufacturer narrative:
The unit was re-installed by the user facility. The steris technician tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.